Event description:
A customer contacted beckman coulter inc. (Bci) stating that carbon dioxide (co2) was leaking from the co2 measuring electrode where it threads into the flow cell in the synchron cx5 delta chemistry analyzer. No operator exposure was noted in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and found a second quad ring on the co2 reference electrode causing improper seal. The fse removed all of the electrodes, cleaned the flow cell, and reinstalled all electrodes properly. The fse also performed the necessary alignments on the sample wheel that were misaligned. The repairs were verified per established procedures and all results met published performance specifications.